Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart, with a greater than 25% variance in results: 48 mg/dl (inform) and 30 mg/dl (inform) variance = 38% 48 mg/dl, 30 mg/dl (inform meter) and 20 mg/dl (lab) variance = 58% no actions taken based upon device results. No adverse event reported. Requested return of suspect device and replacement was sent.